Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory on the (B)(6) 2014 and then between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.